Event description:
The needle was removed from patient's port and placed on table. The needle popped out of the safety position. After it popped out of the safety position, it could not be clicked into the safe position for protection. It could have poked that staff member or patient.